Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the a1114 mayfield infinity skull clamp slipped causing patient injury. Received additional information on 22nov2019 indicated that a 3-inch laceration occurred to patient during a neurosurgery on (B)(6) 2019. The surgeon sutured the laceration at the left side of the head. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10 device identifier # (B)(4) with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, unit would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. The definite root cause of the reported condition could not be reliably determined. The device exceeded its expected life of 7 years (device manufactured in 2010). Most probable root causes outlined in the risk management file: incorrectly assembled device , improper technique used during procedure. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.